Event description:
It was reported that the patient's omnipod 5 personal diabetes manager overheated and emitted a smell of smoke. The device case was additionally reported to be visibly damaged with melting. The patient indicated that the device had been stored in a closet, as it had not been utilized for several months.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.